Event description:
In 2004, a clinical incident involving a covac 70 arthrowand was reported to arthrocare corp. The reported incident involved a arthroscopy procedure of the shoulder performed, in 2004. Following the procedure, the pt returned 13 days later with a complaint of pain. X-rays of the surgical area detected a small foreign object in the pt's shoulder. A second surgery was performed to repair a ruptured tendon and to retrieve the foreign object 2 months later. The fragment was reported to be the screen from the tip of the covac 70 arthrowand. Two months later, the pt returned for a postoperative visit and is reported to be doing well.